Manufacturer narrative:
(B)(4) initial report. Additional information, including device part number and lot code, date of primary surgery, date of the revision, post primary and pre revision x-rays, operative notes, patient details, information on the revised head, reason for the surgeon wanting to replace the competitor stem and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details, the relevant device manufacturing records will be identified and reviewed. The submission of this report does not constitute an admission that the device, reporting entitty, entity's representative or distributor caused or contributed to this event.

Event description:
Revision of a trinity liner as the surgeon wanted to replace the competitor stem. The length of time the device was implanted and the reason for the surgeon wanting to replace the non-corin stem is unknown.

Manufacturer narrative:
Per -4746 final report. Additional information, including device part number and lot code, date of primary surgery, date of the revision, post primary and pre revision x-rays, operative notes, patient details, information on the revised head, reason for the surgeon wanting to replace the competitor stem and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information has not been provided and thus no investigation can be conducted. The appropriate device details have not been provided and thus the relevant device manufacturing records cannot be identified or reviewed. The submission of this report does not constitute an admission that the device, reporting entitty, entity's representative or distributor caused or contributed to this event.

Event description:
Revision of a trinity liner as the surgeon wanted to replace the competitor stem. The length of time the device was implanted and the reason for the surgeon wanting to replace the non-corin stem is unknown.